Manufacturer narrative:
Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable malfunction as a result and filed as part of the review activities.

Event description:
It was reported there was an issue with the orange locks. The reporter indicated that the lock coloring indicator is inconsistent post sterilization. No patient injury. No delay in surgery. No additional intervention needed.